Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of failure to extend helix was confirmed and attributed to the helix being clogged with blood/tissue and over torque of the inner coil. The damage found was sustained during procedure. The high capture thresholds were not confirmed. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for implant procedure, high capture threshold noted after implant of right ventricular (rv) lead. While trying new implant position, the helix failed to extend. The lead was not used and replaced. The patient was stable.